Event description:
It was reported that the wake button was not working, resulting in the customer having to press the wake button multiple times. There was no adverse impact to customer's blood glucose level. Customer declined troubleshooting with tandem technical support, and additional information could not be obtained.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.